Event description:
It was reported to philips that the battery is not recognized. The customer tried other batteries in the device and they also are not recognized. There was no reported patient involvement.